Event description:
Bruise investigation of noted bruise on right hip/buttocks. Bruise inspected and has defined edges indicating tissue has been pinched or squeezed between two objects causing large hematoma of which further discoloration is present outside of defined border. Investigation of bed positioning devices and transfer methods led to the following conclusion. The resident currently uses invacare tilt in space wheelchair for positioning as ordered by md. Chair when in reclined position leaves ample gap to allow skin tissue to be pinched or squeezed when reclining back support is adjusted. Size and location of bruises are consistent with these findings. Cable liner for reclining mechanism is also in need of repair. Invacare tilt in space chair has been removed from direct care environment and stored out of facility. New reclining wheelchair provided per md order to prevent further injury.